Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: not applicable, lens remains implanted. (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that on (B)(6) 2020, the patient underwent phacoemulsification and intraocular lens (iol) implantation in the left eye. In the process of iol implantation, one side of the lens haptic was stuck. The physician used ophthalmic micro tweezers to clamp the stuck lens haptic in order to make it enter into the patient's eye. It was indicated that the operation was successfully completed. No further information was provided.